Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a worn tank cover, front cover, and line cord. During analysis, the reported event was able to be duplicated, green led was broken off confirming the customer complaint. Service replaced the printed circuit board (pcb) to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had a busted green light led light/infection control issue. No adverse effects were reported.